Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a intellanav mifi open-irrigated catheter and a woven catheter were selected for a ablation procedure. During the procedure high amplitude and frequency noise on both the arrhythmia and non-boston scientific recording system. After checking connections and patches it was noted that the ECG limb/chest cable was worn. The noise was resolved by exchanging the intellanav mifi. On the second catheter also had noise but the noise level was an "acceptable" amount. While mapping the left atrium the patients blood pressure dropped and the physician diagnosed a pericardial effusion with a intra-cardiac echo. The procedure was ended and pericardiocentesis was performed. The patient was noted to be stable and admitted to the intensive care unit. The physician was unable to attribute the pericardial effusion to any one device.